Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that non-synthes bone cement was applied onto a patient. Subsequently, a 2.8 mm diameter, 165 mm length drill bit was drilled into the bone cement and the bit broke. Part of it was left in the patient. It was noted that the bone cement was hard. The patient did not suffer any ill effects and the case was not delayed. Another drill was not used to complete the surgery. X-rays were not taken. Procedure was completed successfully and there is no plan to go back and retrieve the drill bit that remains in the patient. This is report 1 of 1 for (B)(4).

Event description:
It was confirmed that procedure being performed was an orif (open reduction internal fixation) left tibia.

Manufacturer narrative:
Additional patient identifier: (B)(6). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.